Manufacturer narrative:
The index procedure was also prompted by evidence of ischemia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient also has a medical history or hyperlipidemia. The index procedure was also prompted by a positive functional study. The dissection was treated with a resolute onyx stent. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in lad. During the index procedure, a dissection occurred in the lad.

Manufacturer narrative:
The investigator assessed that the event is not related to anti-platelet medication, but causally related to index device. Safety assessed that the event was causally related to the anti-platelet medication. It was reported that a medtronic device did not cause the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event term updated to proximal edge dissection of mid lad. The dissection was treated with an onyx stent overlapping previous stent, implanted in prox lad. Safety assessed a possible device relationship. If information is provided in the future, a supplemental report will be issued.